Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure on (B)(6) 2009. On (B)(6) 2009, the patient developed a urinary tract infection with visible bloody urine. The patient had a full urology work up including cystoscopy and CT scan in (B)(6) 2010. The results were all normal other than a urinary tract infection. The patient was put on antibiotics. The uti was resolved, but the patient experienced nine more uti & apos;s since the surgery, although the patient stated some of the urine cultures showed no bacteria. Some of the antibiotics used to treat the infections were levaquin, cephalexin, and macrobid, the patient also felt that sometimes there was something in the vagina that was irritating. She most recently had a uti on (B)(6) 2011 and was on antibiotics for a month. She had been on rheumatoid arthritis medication, enbrel and methotrexate, since 2005, but would stop during antibiotic use. The patient completely stopped taking the enbrel in (B)(6) 2010 and completely stopped the methotrexate in (B)(6) or (B)(6) 2011. The patient had a pelvic exam on (B)(6) 2011 and there were no issues noted per patient recollection.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.